Manufacturer narrative:
Lot # not available, implant date (B)(6) 2015, alcohol pads are used to disinfect, unlicensed patient caregiver performed daily pleural procedure. It might be possible the nose became bent before it broke off.

Manufacturer narrative:
(B)(4). If additional information becomes available, a follow up emdr will be submitted.

Event description:
The nose of the safety valve is broken. The valve cap now is fixed by tape (leukoplast).&#2062;either patient injury nor medical intervention has been reported. On (B)(6) 2015- no additional information provided.